Manufacturer narrative:
The device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).

Event description:
The complainant reported that the physician was preparing to perform the implant of an obtryx sling system-halo in a female patient. During the unpacking of the device, it was found that the device's association loop had broken and come completely detached from the mesh. The clinician then obtained another obtryx sling system-halo and successfully performed and completed the implant procedure. The complainant reported that there were no patient complications and the patient's condition at the conclusion of the procedure was "stable."